Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated the user experienced a low blood glucose level. Customer advised they treated their low blood glucose with food. The user alleged the insulin pump was over delivering insulin for over a week. Troubleshooting was performed. Customer was advised the reservoir showed the same amount of insulin as shown on the status screen. Customer advised they do not use the auto mode feature. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.